Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The device was returned to olympus for evaluation and the customer's allegation of ¿lamp did not ignite¿ was not confirmed. The unit was tested with enf-vt2 & enf-vh scopes. All video output signals and images were normal. There was no issue with the brightness. (Led inspection measurement: white light imaging (wli): 660 mw, narrow band imaging (nbi): 500 mw). However, they have found a noisy ventilation fan causing an e337 error code, which is also a reportable malfunction. And the device had old software version 3.00. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to correct information that was provided in the initial medwatch report and to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected field: h4 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, the root cause of the main lamp does not light up and the e337 error caused by the noise of the fan could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
An olympus sales representative reported on behalf of the customer that the video system center lamp did not ignite. The issue was found during a therapeutic cystoscopy procedure. The facility completed the intended procedure with the same device. There were no reported delays. There were no reports of patient or user harm associated with this event.